Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger due to corrosion and when the device was disassembled more corrosion was found on the lid of the gear box. Therefore, the reported condition that the device had a sticky trigger, identified during service and repair, was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4) .

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the battery handpiece device had sticky triggers. It was further determined that the device failed visual inspection due to broken housing, corrosion on the disconnect sleeve, foreign substance inside the device and on the front plate, and the label was discolored. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check for sticky triggers, check roundness of housing and check for wear on housing. It was noted in the service order that the device was not working properly and the housing was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.